Event description:
On 2/19/98 following a diagnostic procedure, an angio-seal device was placed using a right femoral access sheath. A slow ooze was noted; therefore, a c-clamp was placed with control of the ooze. Later that evening the pt was noted to have lost pulses in the right lower extremity; a vascular consult was obtained, and surgery was recommended. On 2/20/98, the pt was taken to surgery where the device was found to have been deployed at the common femoral bifurcation. The angio-seal suture was noted to be extruding out of the anterior surface of the common femoral vessel. The device was removed and the artery was repaired withh excellent pulses noted. The pt remained hospitalized due to acute pulmonary edema, and was discharged home on 2/23/98.